Event description:
Per the physician, the cause of the adverse events was unable to be determined. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing dyspnea, pain, dysphagia and muscle spasm with stimulation. The patient was seen by an ent and the throat constriction was confirmed with scope. The patient had a generator replacement reported by the patent to be due to the adverse events. The explanted generator has not been received to date. No additional relevant information has been received to date.